Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of it was reported the image quality is poor was confirmed. The sr8 system was visually inspected upon receipt, console is in good overall condition, probe is in good overall condition. During testing, there is a lot of "noise" in the produced image. Faint yellow staining on acoustic window, possible degrading due to cleaning materials or methods.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the image quality is poor. No other information was provided.